Event description:
On june 28, 2006 the lay user/pt contacted lifescan alleging that the one touch ultra was reading inaccurately high compared to her feeling/normal readings. The med affairs spec. Spoke with the pt on june 30, 2006 to obtain/verify the following info. The pt tests once in the morning, usually gets meter readings "110 mg/dl", and only takes lantus (28-38 units) every night based on her morning meter readings. The pt became concerned when her fasting blood glucose results have been increasing for the past month. She was getting such as "171 mg/dl and 180 mg/dl." In 2006 at 9am, the pt got a fasting blood glucose result of "180 mg/dl," which was her highest most recent meter reading while "feeling irritable and not feeling quite well." The pt stated that she took 37 units of lantus the night prior to obtaining the "180 mg/dl" meter reading, but did not take any actions following the use of the meter except that she ate her routine breakfast. The pt stated that she felt better in the afternoon. The pt did not report receiving any additional medical attention or treatment. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl" and the correct testing/cleaning techniques were used. The cca discovered that the meter was miscoded (use error). This complaint is being reported, because the pt obtained relatively high meter readings, due to use error, while experiencing symptoms that could suggest her blood glucose was lower. The meter, test strips and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.